Event description:
The physician was treating a right iliac lesion coming up and over the bifurcation from the left side. The stent was inserted over the guide wire. The physician experienced resistance when pushing the stent through the sheath. It began to track again and when it came out of the sheath, they noticed that the stent was no longer there. They removed the catheter and then inserted a second stent through the same sheath over the same wire. This stent also became dislodged in the sheath.

Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted. Associated file: 1219977-2015-00081.